Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental will be submitted upon completion of evaluation. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer was using apidra insulin.